Event description:
On (B)(6) 2025, during the stent graft placement procedure using the fluency plus vascular stent graft via femoral artery, the stent graft could not cross the fenestration, and the sheath became bent. As a result, the device was withdrawn undeployed. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation. During physical evaluation, it was noted that the stent was still loaded in the delivery catheter, the inner catheter was not protruding the tip and the delivery system sheath tip was invaginated. During testing, the system could be flushed from both ports and a system compatible guidewire could be carefully fed since the inner catheter was inside the catheter tip and advanced through the catheter. Based on the provided information and the evaluation of the returned sample, the investigation is closed with confirmed results for material deformation. Tip invagination is considered to have resulted from difficult anatomy which confirmed failure to advance through the anatomy. In this case, it was reported that a 0.035" guidewire was used for access, the tracking vessel was curved but not calcified, the guidewire ran smoothly through the device, the lesion was pre-dilated and the device was flushed before use. A definite root cause for the reported event could not be determined. The intended placement of the stent graft in the right common carotid indicates an off-label use. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding anatomy the IFU states "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". Regarding preparation of the device the IFU states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment". Regarding materials, an "appropriate introducer sheath" and a "0.035 inch (0.89 mm) diameter super stiff guidewire" are required for the procedure. The packaging pictograms indicate an introducer size of 10f and a 0.035" guidewire. It is stated in the IFU that "pre-dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician". The IFU states "the fluency plus vascular stent graft is indicated for the treatment of atherosclerotic lesions in the iliac arteries". Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.